Event description:
The pt was originally implanted on (B)(6) 2006 with an scs system consisting of an ipg, paddle lead, and lead extension. It was reported that the system stopped working. Lead impedance measurements were taken and found to be invalid. The physician explanted and replaced the lead and lead extension on (B)(6) 2009 and the lead was found to have the issue. No further info is available.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead was found to be kinked and wires broken. The lead fails functional testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.